Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this complaint was received for investigation. The photo investigation confirmed the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.

Event description:
A faulty cup was reported to myself via a phone call to the lead nurse. The nurse stated the x ray marker would not sit into its desired position on the back of the cup and so could no be used. The cup was in the sterile field at this time and was being handle by the surgeon. The product was disposed of locally due to blood contaminants. However I have a picture of the fault. A new cup was opened and used instead. This lead to a 5 min delay. The patient was not harmed here. The product was a 32/47 mm marathon cemented cup. Ref 965513247 lot 9834622. I was not present during the surgery neither were any of my colleagues. This compliant was uncovered when I was conducting a call on consignment and out of date implants. The contact here is (B)(6). Was surgery delayed due to the reported event? Yes, if yes, number of minutes: 5. Was procedure successfully completed? Yes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.